Event description:
It was reported that the pump exhibited a force sensor system failure. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump was found to have a force sensor test power on self-test (post) in the ehl. The complaint was confirmed by finding the force sensor connector was disconnected. The cause of the customer reported problem was the force sensor was failing while operating the pump. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative reconnected the force sensor connector in the plunger box, and the pump passed all functional tests and performed as intended after repair.